Manufacturer narrative:
The actual device was not available for an investigation.

Manufacturer narrative:
Date of event was asked but unknown as it was not recorded. Evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction using xtra silent nite device. The patient had redness/soreness in the buccal and lingual gingiva region. The patient experienced reaction immediately upon using the device. The reaction lasted several days after discontinue of use. There was no treatment required. The device was cleaned using mild soap and a tooth brush.

Manufacturer narrative:
Corrected to reuse. The device was returned and evaluated for physical structure. The device was returned complete along with the patient's impressions. The device was manufactured per patient's prescription (rx). A visual inspection was performed and found the device was returned without defect and the material had no visible abnormalities. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials have been found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. The incident is being monitored, tracked, and trended.